Manufacturer narrative:
The kit and photos associated with the complaint were returned for the analysis. Review of the customer supplied photographs and examination of the returned kit component confirms the recirculation pump loop tubing was pulled from the t-connector within the pump tubing organizer (pto) causing a blood leak. Cause of the detached tubing is most likely a weak solvent bond. The root cause of this defect is manufacturing operator error. Operator failed to perform the bonding operation correctly. Training was completed with affected operators at the manufacturing site. Investigation completed. (B)(4).

Manufacturer narrative:
System was used for treatment. Kit lot e134 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category tubing leak and no trend was detected for this category. (B)(4) completed: service engineer inspected and cleaned instrument and performed system checkout procedure successfully. This assessment is based on information available at the time of the investigation. A photo analysis was conducted for this complaint. Review of the customer supplied photographs confirms the recirculation pump loop tubing was pulled from the t-connector within the pump tubing organizer (pto) causing a blood leak. Cause of the detached tubing cannot be determined based on customer provided photos. No root cause could be determined, based on photo only. (B)(4).

Event description:
Customer reported tubing damaged during buffy coat collection. Tubing leak was observed on pump deck. Operator aborted the procedure and manually returned the return bag and the bowl content to the patient. The patient had no issues. Service order was dispatched. Customer provided photos for evaluation.